Event description:
While attempting to obtain left brachial artery access, a piece of wire from the micropuncture kit broke off in the antecubital tissue. The doctor performed a cutdown and retrieved the separated segment.